Event description:
The customer reported that there was no image and the system shuts down. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monoblock controller. The system operates as intended.